Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this left ventricular (lv) lead and competitor device exhibited high out-of-range pace impedance measurements in addition to the patient experiencing loss of capture at maximum output resulting in exit block. X-ray found no evidence of lead fracture or a connection issue. A revision procedure was performed wherein the lead was explanted and replaced without issue. It was reported that the patient experienced worsening heart failure symptoms due to the loss of biventricular therapy. No additional adverse patient effects were reported. This lead is no longer in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Inspection of the terminal pin assembly noted setscrew marks on the terminal pin and drag marks on the terminal ring; no anomalies were identified. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observation of high pace impedance measurements.